Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The fse reported that the cardiosave intra-aortic balloon pump (iabp) machine is showing an alarm message, restriction alarm. There was no harm reported.

Event description:
The fse reported that during a routine inspection, the cardiosave intra-aortic balloon pump (iabp) machine is showing an alarm message, restriction alarm. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10, h11 corrected fields: d5, g2 additional information: event postal code:(B)(6) a getinge field service engineer (fse) checked the machine and observed it was showing iab catheter restriction alarm on the display. Then the fse ran the drive manifold test through pneumatic and observed deep vacuum test was failed. Fse removed the muffler sm1 from vaccum line and observed machine was functioning properly and then replaced the muffler , 1/8 npt and performed all the safety and functional checks successfully. The machine was under observation for 4 days by end user , no errors were occurred again. The iabp was then released and cleared for clinical service. Parts returned for evaluation therefore the complaint will be moved to the investigation stage. The failure analysis and testing dept. Received defective part with a reported unit failure of an iab catheter restriction alarm. The fat performed a visual inspection and found the part to be in good condition.the fat installed the muffler in cardiosave test fixture serial number (B)(6)and tested the part to factory specifications per the cardiosave service manual. Passed the all manifold test. Ran the pump for 1 hour with no alarms appearing. Fat could not verify the reported failure of the iab catheter alarm. Root cause is not confirmed. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.